Event description:
The pt was injected in the lips. The pt allegedly developed nodular swelling a few weeks later. The lower lip became inflamed and there was drainage. The pt was treated with a medrol dose pack.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot. The pt's symptoms resolved and this MDR is deemed closed.